Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The 14fr esheath was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No photographs or case imagery was provided for review. Sheath liner tears have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from (B)(6) 2015 to (B)(6) 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one other similar complaint. The complaints were not able to be confirmed therefore, a complaint history review is not required. As part of the technical summary, manufacturing mitigations were reviewed. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. If a torn liner is observed during pv testing, the entire lot is scrapped. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. Device ifus and physician training documentation were also reviewed. Edwards provides training manuals and instructions for use for each delivery system and esheath which include procedures for the esheath device preparation and usage. Based upon the detailed IFU and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage. Based on the detailed analysis outlined in the technical summary, available evidence supports that, for complaints reporting a liner tear, there are sufficient manufacturing and procedural mitigations in place, and the tears are most likely the result of patient or procedural factors (exhibiting at least one of the factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification, or access vessel tortuosity) when the sheath shaft has been confirmed to have expanded as designed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were not able to be confirmed as neither the device nor case imagery was provided for evaluation. Due to unavailability of the device, visual, functional, or dimensional analysis were not able to be performed; therefore, a manufacturing nonconformance was not able to be determined. A review of DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the complaint. It is possible that patient and procedural factors may have contributed to the reported resistance with the delivery system. Per the device training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ as per the case notes, the patient had ¿[no] tortuous, very large lumen, mild ca+.¿ calcification of the access vessel can prevent the sheath from fully expanding to allow for a smooth delivery system advancement, which may have contributed to the experienced resistance. Furthermore, the case notes report the angle of insertion was ¿greater than 60 degrees.¿ inserting a device at a steep angle may lead to resistance. These patient factors and procedural conditions, in conjunction with the exposed apices of the crimped sapien 3 ultra valve, may increase the rate of the valve getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for sapien 3 ultra design/process improvement to mitigate against the failure. The liner tear likely occurred due to excessive device manipulation during advancement and retrieval of delivery system with a damaged valve. As the device was manipulated to continue advance forward, it may have resulted in the bent struts on the valve. As the delivery system was attempted to be advanced forward or pulled back, it is possible that the bent valve struts interacted with the sheath liner, leading to the observed liner tear. Upon removal of the sheath, the valve was likely exposed through the torn liner. A bent strut can create a larger profile of the valve which can subsequently result in withdrawal difficulties. This potentially caused the reported withdrawal difficulty. Although a definite root cause was not able to be determined, procedural factors (steep insertion angle, excessive force), in addition to patient factors (access vessel calcification) may have contributed to the reported resistance during the insertion of the valve and delivery system, resulting in the damaged valve frame (bent strut). The procedural factors (excessive manipulation of the devices), in addition to the bent valve strut may have contributed to the torn sheath liner and iliac artery dissection. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected information: section h10: narrative text. The 14fr esheath was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No photographs or case imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one other similar complaint. The complaints were not able to be confirmed therefore, a complaint history review is not required. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. If a torn liner is observed during pv testing, the entire lot is scrapped. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were not able to be confirmed as neither the device nor case imagery was provided for evaluation. Due to unavailability of the device, visual, functional, or dimensional analysis were not able to be performed; therefore, a manufacturing nonconformance was not able to be determined. A review of DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the complaint. It is possible that patient and procedural factors may have contributed to the reported resistance with the delivery system. Per the device training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ as per the case notes, the patient had ¿[no] tortuous, very large lumen, mild ca+.¿ calcification of the access vessel can prevent the sheath from fully expanding to allow for a smooth delivery system advancement, which may have contributed to the experienced resistance. Furthermore, the case notes report the angle of insertion was ¿greater than 60 degrees.¿ inserting a device at a steep angle may lead to resistance. These patient factors and procedural conditions, in conjunction with the exposed apices of the crimped sapien 3 ultra valve, may increase the rate of the valve getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for sapien 3 ultra design/process improvement to mitigate against the failure. The liner tear likely occurred due to excessive device manipulation during advancement and retrieval of delivery system with a damaged valve. As the device was manipulated to continue advance forward, it may have resulted in the bent struts on the valve. As the delivery system was attempted to be advanced forward or pulled back, it is possible that the bent valve struts interacted with the sheath liner, leading to the observed liner tear. Upon removal of the sheath, the valve was likely exposed through the torn liner. A bent strut can create a larger profile of the valve which can subsequently result in withdrawal difficulties. This potentially caused the reported withdrawal difficulty. Although a definite root cause was not able to be determined, procedural factors (steep insertion angle, excessive force), in addition to patient factors (access vessel calcification) may have contributed to the reported resistance during the insertion of the valve and delivery system, resulting in the damaged valve frame (bent strut). The procedural factors (excessive manipulation of the devices), in addition to the bent valve strut may have contributed to the torn sheath liner and iliac artery dissection. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13747.

Event description:
As reported, during a transfemoral tavr procedure, some resistance was encountered during insertion of the commander delivery system and 26mm sapien 3 ultra valve through the introducer / loader. During the advancement of the valve through the 14fr esheath, resistance (similar to that encountered with a tortuous vessel) was encountered. As the valve exited the esheath, a valve strut was observed to be bent backwards. The decision was made to withdrawal the devices. Difficulties were encountered during the withdrawal of the sheath, delivery system and valve. The sheath had to be removed by itself and a 22fr non-edwards sheath was placed over the delivery system and valve so the devices could be removed. Upon removal, the sheath was "torn up" due to the damaged frame. A dissection of the common to distal external iliac artery also occurred. A stent was placed to repair the dissection. A new esheath, commander delivery system and 26mm sapien 3 ultra valve were prepared and used. The new valve was successfully deployed. At the time of the report, the patient was in stable condition and has been discharged to home without further complications. The valve remains implanted in the patient. The access vessels were reported to have ¿very large lumen¿ with mild calcification and mild tortuosity.